Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: roux-en-y. According to the reporter: four days after the surgery, a b-shaped staple was found in the pt drainage, then a leakage was found. A re-operation was done to correct the issue. The pt is under observation.